Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing urinary retention. The patient noted that the lead might have migrated. The patient was using a catheter to void twice a day. An xray was performed, with no results available yet. There were no additional patient complications reported. Additional information reported that the patient saw the physician and is having a pessary placed. Stimulation will be turned off for one week. A request for the xrays was made. The xrays were reviewed and it was noted that the lead did not migrate.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing urinary retention. The patient noted that the lead might have migrated. The patient was using a catheter to void twice a day. An xray was performed, with no results available yet. There were no additional patient complications reported. Additional information reported that the patient saw the physician and is having a pessary placed. Stimulation will be turned off for one week. A request for the xrays was made. The xrays were reviewed and it was noted that the lead did not migrate.